Event description:
Additional information noted that this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as tones. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device will be explanted and will be returned. No adverse patient effects were reported.